Event description:
While the ventilator was hooked up to a pt a chattering noise and vibration was coming from the safety valve area. Oxygen concentration spiked and alarms for upper pressure and oxygen concentration were activated. The ventilator was removed and replaced with another. There was no injury.